Event description:
Opened a 36 +8.5 ceramic head and passed onto the field, when inner package was opened tech observed a hair on the head.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Opened a 36 +8.5 ceramic head and passed onto the field, when inner package was opened tech observed a hair on the head. Dos: (B)(6) 2013 (hip). Examination of the returned product and product packaging is not able to confirm the report. No hair or other debris is noted. Having been fully opened by the complainant it is difficult to conclude even if confirmed that the device was distributed with a hair or other debris present within the packaging materials. Based on the inability to confirm this report or determine a root cause, the need for corrective action was not indicated. The investigation has determined that this complaint was inadvertently entered as reportable to the FDA in error. There was no delay in surgery or other factor to make it a reportable event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.